Event description:
It was reported the bronchovideoscope had severe submersion of the scope connector which resulted in an image blackout (no image). The issue occurred during preparation for use and the patient was not in the room. There were no reports of patient harm or patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
The device was sent to olympus for inspection and the customer's allegation was confirmed. Based on the results of the investigation, it was found that the device had severe submersion of the scope connector which resulted in the blackout of the image. It is likely the most probable causes of the reported event were due to damage or deterioration of parts, environmental problems such as dust/dirt/humidity, optical problems, overheating problems, and electrical problems like signal loss or open circuit. However, a definitive root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No new information has been provided by the customer.